Manufacturer narrative:
Sections with additional information as of 18-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were returned to contract manufacturer for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for test strips in the vial sticking together. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 112mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 02/12/2022 and open vial date is 10 days ago. The meter memory was not reviewed for previous test result history.